Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk was replaced, and the software and the application were loaded. The system was tested and found to be working as intended and put back into service.